Event description:
The legal department received a summons regarding mark hardy (plaintiff). The document alleges that in 2007, the tip of an unidentified pituitary rongeur broke off during a discectomy for repair of a lumbar disc herniation and remains in the pt, causing pain. The piece is expected to be removed by a secondary surgery. The summons states that the event occurred at marian medical center, location not indicated. Unable to acquire any further information than provided by the summons.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.